Manufacturer narrative:
H3: product analysis that, they could not verify not working/intermittent. Unit presented with software v1.7.5. Unit has been properly inspected and has passed all applicable production qualification tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively, the stim works intermittently and other works fine with other patient interfaces. There was no patient impact.